Event description:
It was reported the device had alarmed due to an upstream occlusion. The alarm had been silenced, and the tubing between the pump and reservoir had been traced. The patient had stated that this occurred each time at the end of the infusion. It had been confirmed that the bag of medication looked empty. The batteries had been removed and replaced, but the alarm had continued. The alarm had been silenced again, and the batteries had been removed. The patient had stated that the last time they looked, there had been 13ml remaining. They had been instructed to replace the batteries and quickly read the settings. According to the label: total volume - 115ml, 48-hour infusion. They were supposed to go in when it indicated low. The batteries had been removed again, and the patient had been advised to proceed to their appointment. The patient verbalized understanding and had no further questions at that time. The settings were reservoir volume - 12.9ml, rate - 2.5ml/hr, given - 102.10ml. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no product was received for analysis. We are unable to confirm the reported complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.